Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer alleging insulin pump was under delivering. The customer experience high blood glucose level was 22 mmmol/l at the time of incident and the other blood glucose level was 18 mmol/l. The customer was assisted with troubleshooting. Customer stated that insulin pump was not giving proper insulin amount then they used manual injection. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, difficulty in breathing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they not contact their health care professional regarding the high blood glucose. Customer stated that when insulin pump getting bolus, reservoir piston makes a clicking noised. Customer declined to check basal rate settings for accuracy. Customer was declined to perform the high pressure test. The insulin pump will not be returned for analysis.